Event description:
I recently purchased a toothbrush from my local (B)(6). The brand is careone, and this one has soft bristles. I have only used it two days (four times total), when I suddenly started gagging on the bristles. The head of the toothbrush broke while I was brushing, some of the bristles came out. I managed to get them all out, but this could be a problem if a child were to use it. Soft. Imprinted on it just below the head are: a2 and 109. Retailer:(B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2019, this date is an estimate. (B)(4).